Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008t hemodialysis (hd) machine would not power on and had a burning smell coming from an unknown source. The machine reportedly had a blank display and would give a constant audible alarm. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed inspected the card cage but did not observe any signs of heat damage. During troubleshooting, the biomed observed that the power plug was burned and blackened. The plug was the original part on the machine. No other components were observed to be damaged. There was no visible smoke, spark, or flame. The machine is plugged into a hospital grade ground fault circuit interrupter (gfci) outlet. The biomed replaced the function board and power plug which resolved the issue. The unit was returned to service at the user facility without a recurrence of the event as reported. The power plug was not available to be returned to the manufacturer for physical evaluation, however, a picture of the power plug was provided by the biomed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. Although a photograph was provided by the customer, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.